Event description:
The customer reported that a patient developed hives halfway through a therapeutic plasmaexchange (tpe) procedure. The patient was treated with benadryl and solumedrol. The patient does daily tpe treatments with large volumes of fresh frozen plasma. She often develops hives either at the beginning, middle, or end of the procedure. The customer was unable to provide the patient identifier. The disposable set was unavailable because the customer disposed of it. This report is being filed due to medical intervention in the form of benadryl and solumedrol.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information investigation: the customer did not provide the lot number pertaining to this event,therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: the disposable set was unavailable for return and analysis. Based on the description of the event by the customer, the reaction was due to an allergy to the fresh frozen plasma (ffp) replacement fluid being used for the procedure. Allergic reactions to ffp are a known possible side effect of tpe procedures and this particular patient has had previous reactions to ffp during tpe procedures.